Event description:
It was reported that the patient ams 700 pump malfunctioned due to pumping issue. The preconnected pump was removed and replaced with a new one. Additional information received stated that the pump did work properly, and neither the patient nor the surgeon could inflate it. No further issues were reported in relation to this event. Additional information received stated patient dissatisfaction.

Manufacturer narrative:
Product analysis confirmed the device malfunction based on an identified pump functional test failure. The pump failed the 8lb. Activation test therefore requiring more than 8lbs. Of force to activate. This identified device malfunction would result in difficulty inflating the device, therefore aligning with the event details. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The hazard analysis indicates that based on the information provided, the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. No further review is required. There is no objective evidence that the user did not properly handle or use the device according to the IFU, the reported events do not contain an allegation against the labeling. No further review is required. Product analysis confirmed the reported pump malfunction based on the identification of a functional test failure. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence:

Event description:
It was reported that the patient ams 700 pump malfunctioned due to pumping issue. The preconnected pump was removed and replaced with a new one. Additional information received stated that the pump did work properly, and neither the patient nor the surgeon could inflate it. No further issues were reported in relation to this event.